Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 26 mg/dl and was treated with the sugar and declined troubleshooting for it. Customer stated that his insulin pump was telling him to change his sensor, he took the sensor out changed it 3 times in the last 2 days has a new sensor in and its fine issues started 2-3 days ago and after this the blood glucose was 180 mg/dl to 190 mg/dl. Customer received a change sensor alert after a calibration not accepted. The device will not be returned for analysis.